Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument would not disengage from docking arm and was stuck in cannula. Follow-up was performed and additional information was obtained. According to the customer, the cannula was removed with the removal of the instrument during the procedure. It was indicated that the instrument was stuck with an angle at the articulation of the forceps.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.114¿ - 0.085¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. The instrument was found to have a dislodged proximal clevis at the distal end. Root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot-sequence# k12210913-0004) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 during a benign hysterectomy surgical procedure on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.